Event description:
Complainant alleged that during biomed testing, the device's pacer knob was broken and the device was unable to adjust pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The suspect control board was removed and returned. The malfunction was duplicated and attributed to a damaged switch.